Event description:
The customer reported that the system would not perform in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge printed circuit board was replaced. The system tested and found to be working as intended and put back into service.